Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms #: (B)(4). A manufacturing device history record (DHR) review was not performed, because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed it was in good condition with no signs of external damage. Customer?s reported issue was duplicated during start-up process. The root cause of the reported issue was determined to have been caused by the force sensor being out of calibration. Actions taken to mitigate the reported issue: replaced the force sensor as a preventative measure. Performed preventive maintenance and all functional tests which passed. UDI information is unknown.

Event description:
It was reported that the device has a broken handle and case. No patient injury reported.